Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and all conductors were distorted. It was noted that all conductors had a residue left behind, the guidewire was stuck in the lead and the lead appeared damaged at implant. The analyst commented that there is a slight distortion of the conductors at 7 cm. There is a small amount of green residue left behind in the conductors from the coating on the competitor guidewire. The wire was stuck in the lead when returned due to distortion at 7 cm, the wire was able to be removed and insertion test passed.

Event description:
It was reported that during an implant attempt, the guidewire was unable to be removed from the left ventricular lead after slitting. There may have also been a "pinching" of the lead at the subclavian vein area. The lead and guidewire were removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.